Event description:
Infusion was 100 ml for 21 hrs. Suspect cassette leaking into the pumps as solution was later found coming out of the battery compartment when patient returned. Patient also said pump alarmed with battery indicator and patient changed battery at home. We lifted the cassette and found it wet underneath.

Manufacturer narrative:
Conclusion: the customer complaint of a leaking cassette was confirmed. Based on the leak test, and visual examination, it was evident that the incomplete bonding of the downstream tubing to the filter bushing caused the leakage. The review of the device history records and the trend analysis indicates that this condition is not a systemic problem with this lot.